Event description:
Customer called to report pump did not have an audible tone at the end of delivering a bolus. Troubleshooting was performed. The audible tone could not be heard nor did it vibrate. Device was not dropped, or exposed to moisture.